Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a rotablator plus device with blood in the distal portion of the sheath. The hoses and cables had been cut by the customer and were not returned. The handshake connection, sheath, coil and burr were microscopically and visually examined. The sheath is torn 21.7cm from the strain relief. Microscopic examination of the device revealed that the annulus was damaged/not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that the sheath covering was compromised. A 1.50mm rotalink plus was selected for use. During preparation, it was noted that the sheath covering was compromised. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, device analysis revealed that the sheath is torn 21.7cm from the strain relief.